Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker battery status indicates two years and a magnet rate of 100 pacing per minute. In the middle and last month of the previous year, output was decreased to 3.5 volts (v) at 1 millisecond (ms) to 2.8v @1 ms. Trans telephonic monitoring (ttm) graph showed first drop to 90 at 60 months. Attempt to obtain additional information from the field was unsuccessful. To date, this pacemaker remains in service. No adverse patient effects were reported.